Manufacturer narrative:
Radiometer cannot investigate this case further as the reference membranes from the event have been discarded by the customer. Based on the investigation performed from the data provided the root cause hypothesis is a clot in the vicinity of the reference membrane. This can, however, not be confirmed why the root cause remains as unknown. All h6 codes have been updated on the follow-up#1 report to align with the new medwatch from in esubmitter. The component code in h6 is stated as 'appropriate term/code not available' as it was not possible to confirm the root cause.

Manufacturer narrative:
It was informed that changes were made to the treatments of the patients involved. The customer is still evaluating if the changed treatment had any consequences to the clinical condition of the patients. Based on the preliminary investigation made it is confirmed that calibration and qc results were all acceptable. The high frequency of error 476 at the ph sensor may indicate clot in vicinity to the reference membrane. The root cause is still not known and under investigation.

Event description:
A customer reported aberrant results for na cl and ca2+ measured on an abl800 flex analyzer that could affect patient treatment. Customer site uses radiometer capillaries 100ul or 35ul. Data from six patient (patient a to e) were provided covering the aberrant measurement results from the abl800 flex analyzer compared to measurements from an abl800 and an istat. Comparison measurements are not available for all parameters. These measurements are attached to this report in the pdf file data sheet for MDR 3002807968-2020-00022.